Event description:
The sales rep reported that cerebrospinal fluid was leaking out of the bolt. No pt injury has been reported. This reported incident has occurred with multiple pts. The devices were replaced. In one incident the replacement functioned as desired. With another pt the replaced device still leaked.